Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a de novo atrial fibrillation ablation procedure utilizing pulsed field ablation, a faradrive steerable sheath clear was selected for use. Upon attempting to aspirate the catheter, the physician consistently encountered air return, and bubbles were noted in the flushing line. No air was visualized within the patient. Troubleshooting efforts included removing and reintroducing the catheter and performing repeated aspiration attempts, however, the issue persisted. The sheath was replaced, and the procedure was completed successfully without any patient complications. The device will not be available for return due to disposal.